Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized at present at the time of this report. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.